Manufacturer narrative:
Laboratory analysis of the returned device revealed that the implantable pulse generator was in hibernation and was charged fully in one cycle. A review of the patients data found that the charging characteristic has changed recently, low charge voltage and low charge current, likely caused by device migration-depth-orientation or charging technique issues. The battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics. The engineers were unable to confirm the as reported observation with testing of the product return.

Event description:
It was reported that the patients implantable pulse generator (ipg) could not be fully charged. Troubleshooting was attempted but was unsuccessful. The patient underwent an ipg replacement procedure and no adverse patient effects were reported.

Event description:
It was reported that the patients implantable pulse generator (ipg) could not be fully charged. Troubleshooting was attempted but was unsuccessful. The patient underwent an ipg replacement procedure and no adverse patient effects were reported.